Event description:
This caller is reporting that she and her (B)(6) son were sitting together while he was chewing on his teething ring when he began crying. When she checked to see why he was crying, she discovered that the teething toy had turned in his mouth and was stuck. She removed the ring from his mouth as gently as possible and caused no injuries. Discomfort and a few moments of fear were the baby's trauma. She is reporting this incident as a precaution to other's to be aware of choking or injury while their child has this product. She has not contacted the MFR of this products. Retailer: gift. Retailer state: (B)(6). Purchase date: (B)(6) 2019, this date is an estimate. Document number: (B)(4).